Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked select button keypad overlay, cracked battery tube threads and cracked case behind the pump at the battery compartment during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. There were one stuck button alarm noted 1 week prior to the event date 23-feb-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. All buttons functioning properly. No stuck button alarm during testing. The j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, keypad assembly and motor assembly noted. The force sensor offset measured within spec range during testing (23.3 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Cosmetic damage was confirmed at battery tube threads and case behind the pump at the battery compartment. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia , diabetic ketoacidosis, fatigue and hemoptysis with a blood glucose value of 22.3mmol/l, at the time of the event. The customer was admitted to the hospital on (B)(6) 2024 and provided emergency room treatment with IV insulin drip (intravenous insulin infusion. The customer reported crack on pump "from the top of the battery down to the clip side," denied pump was bumped/dropped and no damage to infusion set/reservoir or retainer ring. Advised pump would be replaced and to revert to back-up plan per hcp's instructions. Troubleshooting was declined. It was not known whether the auto mode feature was active at the time of the event .the pump was used within 48 hours. No further patient complications were reported. The customer will discontinue the use of the insulin pump and was been returned for analysis.